Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty procedure utilizing a cable sleeve set on (B)(6), 2000. The patient subsequently alleged to have felt something sharp protruding through his buttocks on or about (B)(6), 2009 and that a portion of the cable was removed. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant." "Remove after fracture has healed.....the surgeon should weigh the risks verses benefits when deciding whether to remove the implant." Date of event - the reported information indicates the issue occurred on or about (B)(4), 2009. Date explanted - it is not clear from the report whether a revision procedure took place; the report indicates that a portion of the cable was removed. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.